Manufacturer narrative:
The sodium electrode lot number was dvj55 with an expiration date of 18-apr-2026. The chloride electrode lot number was dwt24 with an expiration date of 15-feb-2026. The provided calibration was acceptable. The provided spin time was shorter than recommended. The field service engineer found that the cause was an issue with the sample probe. He reseated the electrodes, cleaned the vacuum nozzle, conditioned the ise flow path, and replaced and adjusted the sample probe. He then performed ise checks, precision studies, calibration, and qc, and they were within specifications. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients¿ samples tested on a cobas pro ise analytical unit. Results for the following tests were affected: sodium and chloride. Sample 1: sodium: initial result: 156.0 mmol/l. Repeat result: 140.8 mmol/l. Chloride: initial result: 117.9 mmol/l. Repeat result: 106.2 mmol/l. Sample 2: sodium: initial result: 148.0 mmol/l. Repeat result: 136 mmol/l. Chloride: initial result: 111.5 mmol/l. Repeat result: 100.3 mmol/l. The physicians questioned the initial results, and the samples were then repeated on a different cobas pro ise analytical unit. The repeat results were deemed to be correct.